Event description:
Pt reported experiencing elevated blood glucose of 570 mg/dl. Her normal range is 80-200 mg/dl. She received an 04 (occlusion) alarm while attempting to administer a bolus. Pt disconnected from the device and attempted to administer a bolus and the alarm recurred. She removed the tubing and successfully administered the bolus. Pt admitted to using expired batteries. Pt replaced the tubing, primed the device, and insulin dripped from the end of the tubing. She reconnected to the site, administered a bolus and the alarm did not recur. The adapter had been used longer than the recommended 6 months. Pt did not report any symptoms associated to the elevated blood glucose. No medical assistance was necessary. Product not requested to be returned for evaluation.